Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Date of event: the event occurred in 2019, however, the month and date of the event were not reported. Initial reporter information such as the name, phone and email address are not available / unknown. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent assisted coiling procedure, the 4.0 mm dia x 23 mm enterprise®2 stent (enf402300 / 10952023) was reported as prematurely deployed. There was no report of any patient consequence associated with the reported event. It was reported that the device is available to be returned for evaluation and analysis.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 05/06/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the stent assisted coiling procedure, the 4.0 mm dia x 23 mm enterprise®2 stent (enf402300 / 10952023) was reported as prematurely deployed. There was no report of any patient consequence associated with the reported event. It was reported that the device is available to be returned for evaluation and analysis. Multiple attempts were made to obtain additional information related to the procedure and the reported device were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The 4.0 mm dia x 23 mm enterprise®2 stent was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 4.0 mm dia x 23 mm enterprise®2 stent was received contained in a pouch. Visual inspection was performed; the delivery wire and the introducer were both observed to be in good condition. The deployed stent was inspected and was observed to have no appearance of damage. Functional analysis could not be performed because the returned stent has already been deployed; in order to perform functional testing, the stent needs to still be inside the introducer tube. A review of manufacturing documentation associated with this lot (10952023) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. The reported issue that the 4.0 mm dia x 23 mm enterprise®2 stent prematurely deployed was not confirmed through functional analysis but through the returned stent that had already been deployed; no damage was noted on the device. Functional testing could not be conducted as the stent has already been deployed and is no longer inside the introducer tube. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot 10952023. A review of manufacturing documentation associated with this lot (10952023) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.